Manufacturer narrative:
Field service engineer (fse) visited customer and replaced the signal data board and sensor board. The issue was not resolved. After the fse visit customer replaced the sensor cassette and solution pack, and the abl80 analyzer in question was within 0.5 kpa of the abl800 analyzer. There have been no more reported complaints from the customer related to this incident. Multiple requests have been made for the return of the sensor cassette and add'l data logs.

Event description:
Customer reported that the abl80 flex (with basic software) analyzer generated significantly higher po2 results for blood sample comparisons from (B)(6) 2014 when compared to another abl80 analyzer and an abl800 analyzer. Customer stated that the analyzer was consistently passing qc, and all other parameters were within range. There was also no reported injury, diagnosis or treatment based on the high po2 results. ((B)(4)).